Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the stiffening cannula and the stylet were inserted into the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during preparation. When the physician attempted to remove the assembly from the drainage catheter during the procedure, they could not be removed. The physician elected to change the device with another product from the same lot number, and the procedure was completed with the replacement device with no additional problems or patient adverse events reported. The device has been returned for investigation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, device history record (DHR), documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that resistance was experienced when attempting to remove the cannula from the catheter. Reinsertion of the stiffener into the catheter was successful, and occurred without difficulty. The diameter of the cannula and outer diameter of the catheter were measured and verified to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that risk mitigation activities are being investigated. The appropriate personnel will be notified and we will continue to monitor for similar complaints.